Event description:
It was reported the device temperature "was off". The issue was found during testing. No patient was involved.

Manufacturer narrative:
Device evaluation: the device was returned for evaluation. The device was given functional testing; this showed the device temperature setting was out of calibration. Examination showed the varnish around the potentiometers was chipped; this was determined consistent with the user attempting to calibrate the temperature settings but not completing calibration.